Event description:
It was reported the screen is cracked. The device was returned for repair. No information was received indicating patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Lcd (liquid crystal display) lens is broken. Both bail covers and ring cover are contaminated. Lead flex cover is corroded. Printed circuit board flex cable is crimped. Battery contacts are compressed. The ring is bent. Keyboard is damaged and contaminated. Battery drawer o-ring is missing.